Manufacturer narrative:
PMA/510(k): p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c778925 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through (B)(4) and the following comments were provided by the independent reviewer: ¿findings: angiography from implantation and the secondary intervention over 3 years later was provided along with the complaint report; imaging of the occluded right superficial femoral artery (sfa) occlusion was not provided prior to intervention. The occlusion was treated with angioplasty and then stented from the popliteal artery (pa) into the common femoral artery (cfa). The entire stented length was 34.5cm; the 7mm stent was implanted proximally; inflow was incompletely imaged however a moderately mid proximal cfa was narrowed to 4mm; the popliteal artery (pa) was diffusely moderate to severely diseased ranging in diameter from 1.8 to 3.2 mm; the calf runoff consisted of a diseased tibial peroneal trunk ranging between 1.3 to 2.2mm and a distal posterior tibial artery ranging between 1 to l.5mm. The proximal and mid posterior tibial artery was obscured by the tibia. The right anterior tibial and peroneal arteries were occluded. The secondary intervention was performed with c02 as the patient must have developed renal insufficiency during the three years after implantation. Consequently image detail was limited; the occlusion extended from the proximal sfa to 3cm distal the stents in the proximal popliteal artery; the occlusion was treated with balloon angioplasty and suction embolectomy. The runoff was protected with a filter wire; embolectomy revealed a severe pa stenosis at the occlusion's distal end. At implantation this segment was narrowed to 2.3mm. This stenosis was improved to 2.5mm with angioplasty; the stent segment occlusion was predominately thrombus. Angioplasty revealed mild diffuse neointimal hyperplasia and likely one focal area of mild to moderate stenosis, 25 to 50%, from neointimal hyperplasia at the superior end of the mid sfa stent. This was eliminated with angioplasty; distally the pa was narrowed to 2.5mm at the knee joint. Imaging of calf runoff was not provided. Impression: stent patency was challenged by severe untreated outflow limitation and moderate inflow limitation. The stents thrombosed proximal to thrombotic occlusion of a severe pa stenosis. This stenosis had progressed from moderate at implantation; the stents contained limited neointimal hyperplasia that was likely not a factor in the thrombosis; no stent fracture was present.¿ the customer complaint can be confirmed as stent thrombosis was observed on the imaging. According to the imaging review, the stents thrombosed proximal to thrombotic occlusion of a severe pa stenosis. This stenosis had progressed from moderate at implantation. Stent patency was challenged by severe untreated outflow limitation and moderate inflow limitation. The stents contained limited neointimal hyperplasia, that was likely not a factor in the thrombosis. It is known that the patient had potential risk factors for thrombosis, including coronary artery disease, hypertension, diabetes (type ii) and a history of tobacco use. It is unlikely that this event could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that arterial thrombosis is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c778925.

Event description:
This is a follow up report following the completion of the investigation. On (B)(6) 2012: three ptx stents were placed in the right sfa of the patient. On (B)(6) 2015: rest pain, worsened claudication and paleness of the lower limb were observed. On (B)(6) 2015: since 100% restenosis of the stented lesion was confirmed, pta was performed against it. On (B)(6) 2015: the condition of the patient was improved. As 3 devices are suspected to be involved in this event, a separate report has being submitted for each suspect device. Reference also reports # 3001845648-2016-00196 & 3001845648-2016-00197.

Manufacturer narrative:
PMA/510(k): p100022/s001. Information was received on the 17-nov-16 that confirmed that the following reports; 3001845648-2016-00195, 3001845648-2016-00196 and 3001845648-2016-00197 are duplications of previously submitted reports; 3001845648-2015-00288, 3001845648-2015-00289 and 3001845648-2015-00290. The duplication of complaints was first noted with image reviews received for all affected reports. This duplication was then further confirmed by the user facility. The patient # of all reports is confirmed as patient#(B)(6). As a result of this information the following reports are to be cancelled due to the confirmed duplication of complaints; 3001845648-2016-00195, 3001845648-2016-00196 and 3001845648-2016-00197.

Event description:
Information was received on the 17-nov-16 that confirmed that the following reports; 3001845648-2016-00195, 3001845648-2016-00196 and 3001845648-2016-00197 are duplications of previously submitted reports; 3001845648-2015-00288, 3001845648-2015-00289 and 3001845648-2015-00290. The duplication of complaints was first noted with image reviews received for all affected reports. This duplication was then further confirmed by the user facility. The patient # of all reports is confirmed as patient#(B)(6). As a result of this information the following reports are to be cancelled due to the confirmed duplication of complaints; 3001845648-2016-00195, 3001845648-2016-00196 and 3001845648-2016-00197.

Manufacturer narrative:
PMA/510(k): p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c778925 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. From available information, it is known that the patient had pre-existing conditions including coronary artery disease, hypertension, diabetes (type ii), renal failure, aso and had a history of tobacco use. Worsened claudication was also observed on the patient. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously, outside of this event, with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c778925. According to information provided pta was performed against the restenosis and patient condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012 three ptx stents were placed in the right sfa of the patient. On (B)(6) 2015 rest pain, worsened claudication and paleness of the lower limb were observed. On (B)(6) 2015 since 100% restenosis of the stented lesion was confirmed, pta was performed against it. On (B)(6) 2015 the condition of the patient was improved. As 3 devices are suspected to be involved in this event, a separate report has being submitted for each suspect device. Reference also reports # 3001845648-2016-00196 & 3001845648-2016-00197.